Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to end user 10/07/24 and 10/08/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.